Event description:
It was reported that when the surgeon inserted the screw unit into the bone, the screw broke.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.